Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).

Event description:
During a hip arthroscopy procedure utilizing the osteoraptor 2.3 w/ 1 ub cobraid black it was reported that the anchor pulled out of the prepped site. The suture and anchor came out as the surgeon was tying the suture leaving the site empty. A second site was prepped and as the surgeon attempted to insert an osteoraptor 2.9 w/ 1 ub cobraid blue, the anchor broke. The device was removed and the site left empty. A third site was prepped and a 2.3 osteoraptor was inserted completing the procedure. The patient¿s bone quality was reported as good.